Event description:
It was reported that the patient had been hospitalized at toronto western hospital with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose (bg) level reached 26 mmol/l (468 mg/dl) while wearing the pod between 25 and 36 hours. Symptoms reported include headache, dehydration, nausea and frequent urination. The patient was treated with intravenous potassium and saline, insulin, dextrose 10%, lactate, oral potassium, sodium chloride, and 36 units of insulin administered via insulin pen. The patient was discharged from the hospital on (B)(6) 2026. The pod was removed and discarded prior to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.